Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited low impedance. During the procedure, insulation damage was visually confirmed under the can and the failure was pocket to can abrasion. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. All filar's of the outer coil was found to be fractured at 8.0 cm from the connector pin and both inner and outer insulations were found to be damaged. The cause of the reported event of insulation damage and low pacing lead impedance was isolated to the fractured outer coil and damaged insulations consistent with damage due to fatigue fracture.